Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed typical usage alarms and warnings with no alarms related to the complaint. The total daily dose amounts correctly reflect the user¿s programmed basal rates. There was record of time and date reset to factory default on (B)(4) 2013. A ¿replace cartridge¿ alarm was recorded in the alarm history on (B)(4) 2013 at 01:21. The records show the pump was suspended on (B)(6) 2013 with deliveries resumed the same day at 23:31. The pump was suspended on (B)(6) 2013 at 08:16 and deliveries resumed at 13:04 that same day. On investigation, the pump was exercised for 29 hours and found to be delivering within specifications. A ¿replace cartridge¿ alarm was reproduced during investigation with the pump responding by emitting the appropriate sound and display message. The internal battery was found to drop in voltage after 3 hours of being fully charged. The pump was opened for investigation and did not reveal any damage or defect of the pump¿s interior components, including the internal battery. The complaint was not duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas stating on (B)(6) 2013, the patient experienced a blood glucose (bg) value of over 600mg/dl, was in diabetic ketoacidosis (dka), was vomiting and was hospitalized. The patient reportedly was treated via insulin drip at the hospital. There were reportedly no site/set or cartridge issues noted. The last site/set was reportedly changed out on the morning of (B)(6) 2013 and the patient's bg was reported to be over 500mg/dl. Customer support (cs) reviewed the pump with the patient; the patient reportedly was able to prime and perform a bolus via the pump. There were reportedly no issues with the programming/settings on the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. There was no indication of a pump malfunction but the health care provider (bg) believed that there have been an issue with the pump. It was not clear what caused or contributed to the patient's reported bg excursion.